Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare professional of the clinical study reporting that it was unknown whether it was a sudden or gradual decreased in therapeutic coverage. There was no other contributing factors documented.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study reported the patient's baseline weight was not measured.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for spinal pain and cervical radiculopathy. The patient reported decreased therapeutic coverage to his right hand. Reprogramming was performed and the patient reported satisfaction with coverage. The event resolved without sequelae. The event was related to the device or therapy (specifically due to programming). The final programming date for the most recent interrogation prior to the event occurred on (B)(6) 2017.